Event description:
The customer reported that his olympus evis exera iii video system center was not displaying an image during procedure preparation. According to the initial reporter, the intended procedure was completed without any patient harm or delays using a similar device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report could not be confirmed. The image was present during testing, however there were horizontal stripes in the image due to a faulty video cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomena ¿(1)image disappears¿ and ¿(2) intermittent image¿ may have occurred due to a faulty video cable connector upcv19exrc (ru353500). However, the root cause could not be identified as they were not duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.